Event description:
Pt reported that the lot number and expiration date were not printed on the strip vial. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.